Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, repeated microbubbles could be aspirated via the side arm port of the contour sheath. It was reported that the presence of bubbles despite following standard sheath and catheter insertion practices. The pulse select catheter and sheath were removed and re-prepped, but this did not resolve the issue. Eventually, the aspiration of bubbles ceased after replacing the sheath, and the procedure continued. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012589988 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator; no anomalies were identified. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection tests were performed. No anomaly was identified. The functional testing was performed. No anomaly was identified. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked tightly to the sheath. Visual inspection and magnification with a high-resolution microscope showed the valve housing was intact without any issues. Leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.065 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.008 psig. In conclusion, the reported issue of air ingress was not reproduced during analysis and the sheath passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.